Event description:
The customer reported that they had a speaker malfunction error message, and the speaker was not producing sound. The device was in clinical use at the time the issue was discovered. At the time this report was due, it was unknown if there was patient harm.

Manufacturer narrative:
UDI number added.